Event description:
The healthcare professional reported a broken twist clamp with the transfer set. This was noted during use. The set was changed and the patient was given prophylactic antibiotics with no resulting infection.